Event description:
Pt presented with swelling and then drainage from the midportion of her abdominal incision. 5x5cm abcess was drained and grew bacteriodes. Pt treated with wound care and antibiotics but continued to have a sinus tract that drains small volumes. After consideration, debridement of the preexisting mesh was elected. Surgery revealed that the mesh was intimately involved with the fistula tract and abcess, therefore this was excised. Large and small bowel were both rather adherent to the underside of the mesh. These were gradually dissected free. The entire mesh was excised (6x15cm). Bowels didn't appear to be leaking. Due to chronic infection, another mesh was not placed. The rather poor quality facia was sewn without undue tension.